Event description:
The patient returned to his room from the pacu with a non-functioning external ventricular drain (evd) chamber. The rn attempted to open the chamber stop cock to drain, the cerebrospinal fluid (csf) would not flow into the bag below. All other mechanisms of the evd worked properly and it did not appear to be clogged. The md came and replaced the line from the proximal stop cock to the transducer. The new evd chamber functioned properly.